Manufacturer narrative:
(B)(4). Leak test failure. The analysis results of the b12lt device (a) found that the device was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the probe. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. However, a corrective action has been initiated to address the root cause of the reported insufflations issues. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices were leaking when the camera was inserted into the seal. The devices completed the procedure with no patient consequence. The patient was a large female.